Event description:
It was reported that there was a connection issue when connecting a syringe to the cap of a one link needlefree IV connector. This occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up, the customer clarified that there was difficulty connecting the syringe to an unknown IV set, not the one-link IV connector.